Event description:
It was reported that the inside rubber of the o2 drape holder has started to create powder. No adverse consequences or injuries were reported.

Manufacturer narrative:
O2 drape holder.